Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken near sensor base. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported that the sensor broke inside the body after removing the adhesive. Customer stated no cannula connected to the body of the sensor. Advised customer it was unlikely the sensor fractured and likely the result of a sensor cannula retraction. Customer's blood glucose was 123 mg/dl. No further information provided.